Event description:
My husband tandem t-slim x2 diabetic insulin pump failed to give him proper insulin and updates. This defect caused my husbands sugar rate to go extremely high which put him in a diabetic coma. My husband died on (B)(6) 2023 because he went in to cardiac arrest and had brain damage because of this. There have always been on going problems with the sensors for the pump. The manufactory's are not notifying the patients that the pump are out of date until it's too late.